Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on the morning of (B)(6) 2025, the patient woke up to an alarm from the mobile device indicating no readings and a sensor failure. He went to the restroom but fainted, hitting his head on an object. He reported that he felt fine before fainting and does not know how long he was unconscious. The girlfriend applied honey to his gums, which helped wake him up, and she also gave him ginger ale. A blood sugar finger stick was not performed at the time because he did not have any supplies available. A blood sugar reading taken a few hours later showed a level of 300 mg/dl, and he was experiencing blurry vision. He did not go to the hospital or call for an ambulance. There was no documentation of treatment for symptomatic rebound hyperglycemia. There was no documentation of further medical evaluation or intervention. Performance data was reviewed. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.